Event description:
It was reported that the patient presented in clinic with intermittent oversensing on the atrial channel due to possible external noise. The noise is intermittent and the patient has an lvad. Lead exercises and isometric were unsuccessful in reproducing the noise. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.